Manufacturer narrative:
Additional narrative: (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was observed that the device failed safety assessment (runs in the load position) and had low rotations per minute (rpm) 70,369 should be at least 75,000. It was also observed that the locking components were damaged and the vanes were worn out. The issue with the vanes was consistent with normal wear over time, and what caused the low rpm's. The issue with the locking components was consistent with trying to run the device in the load position or pushing on the disconnect sleeve while the device was running, thus damaging the locking components. This was also classified as misuse, abuse and/or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery setup, it was observed that the motor device was not functioning properly. During in-house engineering evaluation, it was observed that the device failed safety testing, had low rotations per minute and damaged vanes. There were no delays to the planned surgical procedure. A spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.